Event description:
The customer reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation ps1 and ps2 power supplies were replaced. The system was tested and found to be working as intended and put back into service.